Event description:
It was reported that sometime post port implant the flexible tube allegedly had a leakage. It was further reported that there was swelling at the port location. The procedure was completed using another device. The current status of patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this product/lot number combination. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for these reports. Investigation summary: one powerport MRI isp attached to a catheter was returned for evaluation. Visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the identified fracture as a partial circumferential break was noted approximately 1mm from the distal end of the cath-lock. Further, the edges of the partial circumferential break appeared whitened and the material appeared stretched at these points. The break surface appeared finely granular. A longitudinal scratch mark was observed on the break surface. However, the investigation is inconclusive for the reported fluid leak as the leak event described could not be objectively confirmed with the information available. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2021), g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 03/2021).

Event description:
It was reported that sometime post port implant the flexible tube allegedly had a leakage. It was further reported that there was a swelling at the port location. The procedure was completed using another device. Current status of patient is unknown.